Event description:
It was reported that dr broached the femur to sz 15. The doctor tried to implant the corresponding stem, which stayed about 2 cm proud. Reproached with same results. Asked for another size 15 and same result -proud. Asked for a sz 14 and it went down and settled 2mm below. Delay of 15 min occurred.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01689.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - stem. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified both stems are in good overall condition. Light scratches are present near the neck. A small amount of foreign material remains affixed to the porous coating. Additional dimensional analysis was preformed. The measurements for both stems fall into the range for a 15x150mm stem. The coating thickness falls on the high end of the acceptable range. Radiographs were provided and reviewed by a health care professional. The pre-operative radiograph provided no additional information as the issue occurred intraoperatively. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.